Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked. The following information was provided by the initial reporter: near the completion of the treatment of monoclonal antibodies and normal saline, there was a puddle of fluid observed on the top of the ivac. Further investigation found a leak in the tubing below the drip chamber.

Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, (B)(6) 1943 was used based on age of patient. The initial reporter also notified the FDA on 14-feb-2023. Medwatch report # (B)(4). Device expiration date: unknown. Device manufacture date: unknown. Investigation summary - it was reported by customer that near the completion of the treatment there was a puddle of fluid observed on the top of the ivac and found a leak in the tubing below the drip chamber and returned three photos of the incident. The photos verifies the complaint and there is a leak for connection to other device. The root cause cannot be determined without the physical sample for investigation. A device history record review could not be performed on material ms3500-15 because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.